Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the reported healthcare facility is: (B)(6) hospital. (B)(6). Block h6: imdrf device code a0501 captures the reportable investigation finding of inner sheath detached. Block h10: an axios electrocautery enhanced delivery system was returned for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath detached and was not returned. No other problems were noted to the delivery system. Taking all available information into consideration, the investigation concluded that the inner sheath detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled and/or the manner that the device was manipulated, limited the performance of the device and contributed to the inner sheath detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on an unknown date. It is unknown what the device malfunction noted; however, it was reported that the device will be return for evaluation. No patient complications were reported as a result of this event. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the inner sheath was detached. Please see block h10 for full investigation details.